Event description:
Same event as MFR report numbers: 2030404-2012-00197, 2030404-2012-00198. It was reported during a paroxysmal atrial fibrillation ablation using an inquiry afocus ii diagnostic catheter, a swartz sl0 introducer, and a cool flex ablation catheter a cardiac tamponade occurred. An inquiry diagnostic catheter was placed in the coronary sinus as a mapping reference. The physician performed transseptal puncture to gain access to the left atrium, where a successful ablation of the left interior and superior pulmonary veins and the right superior pulmonary vein was conducted. The physician then noted that the pt developed a right atrial flutter; therefore, the cool flex ablation catheter was withdrawn into the right atrium to complete an ablation on the right isthmus. The physician then reinserted the ablation catheter into the left atrium to continue ablation in the right inferior pulmonary vein, which progressed for approximately 15 minutes. At one point, the physician noted deflection issues with the afocus diagnostic catheter and it became lodged in right inferior selection of the left atrium. To resolve this issue, the physician withdrew the swartz introducer, diagnostic catheter, and the ablation catheter into the right atrium. The physician then attempted to re-insert the ablation catheter by first advancing the ablation catheter through the original transseptal puncture site, followed by the introducer and diagnostic catheter. The physician believed all devices were in the left atrium; however, the 3d geometry did not match this catheter position, prompting the physician to obtain an echocardiogram to confirm placement. During this time, the pt's blood pressure began to decrease to a point where it could not be measured. The echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed. The physician believes when the ablation catheter was re-advanced into the left atrium, it perforated the pericardium. The introducer and the diagnostic catheter were then advanced through this perforation as well. Upon transfer to intensive care, the pt was no longer bleeding. The pt has since been discharged.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.